Event description:
The following is based on patient records and additional information reported by the patient: (B)(6) 2014 - patient underwent repair of recurrent incarcerated incisional hernia with "ventralex mesh graft." During this procedure a previously placed bard/davol flat mesh was explanted. The patient alleges that she is experiencing pain and has fluid buildup in her abdomen which she reports is associated with the ventralex device. She further alleges that she has to have the device explanted.

Manufacturer narrative:
There is no information provided indicating that an explant procedure has been scheduled. Without a lot number a review of the manufacturing records is not possible. A review of the IFU for the ventralex hernia patch shows that seroma is listed in the adverse reaction section as a possible complication. Based on the limited information we have at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient's alleged outcome. If additional information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00004 for information related to the bard flat mesh implanted on (B)(6) 2009.